Event description:
A 100% of acquired measurements/calculations did not transfer over to the structured report of (B) (6) cardiology from a siemens sequoia ultrasound system. Missing data: 2d measurements.